Event description:
On (B)(6)2008, an anesthesiologist reportedly brought an infusion pump too close to the MRI scanner and the pump disengaged from the bracket and went into the bore of the magnet. The anesthesiologist admitted that the retaining pin that holds the pump in the bracket was broken before entering the scan room . No user or pt injury. The staff is not sure if there was a pt in the room at the time of the event. Because this event occurred over a year ago, the site was unable to provide any more details regarding the event. They do not know which infusion pump actually went into the bore. (The site reportedly has two, 2-pump systems that could have been involved).

Manufacturer narrative:
The customer returned four infusion pump brackets and two infusion pumps for evaluation because it was unk which specific bracket and pump were involved in the event. The reported event occurred when the user knowingly proceeded to use damaged equipment and failed to properly inspect and verify the seating of the pump into the bracket as described by device labeling. The operation manual specifically warns against the use of any damaged product in the mr scan room. In addition, a warning label is located on the front of the pump bracket, instructing the operator to visually inspect all components before use and to pull on the bottom of the pump to ensure that it is secure in the bracket prior to entering the mr scan room. Warning labels are also placed on the pumps.